Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including disassembling, inspecting, cleaning and reassembling the kit and tubing set; verifying correct kit components were being used, washed, and dried according to our instructions for use; and verifying no milk backup had occurred. After troubleshooting one side of the kit was working, but not the other. Replacement personal fit flex connectors were sent to the customer and return of her original personal fit flex connectors was requested for testing/evaluation. In follow up with a complaint handler on 09/23/2021, the customer indicated her mastitis was clearing up and she would be returning her old connectors soon. Based on the results of our internal investigation (B)(4),it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother's mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2021, the customer alleged to medela llc that her pump in style maxflow was not depositing the milk into the bottles and was staying in the personal fit connectors. The customer additionally alleged that she had mastitis, had seen her physician that day who prescribed antibiotics, and instructed customer to use heating elements to help with the swelling of her breast.